Event description:
It was reported that the customer experienced a blood glucose (bg) level of 425 mg/dl. Cause of bg level was not known. Customer administered a manual injection to address the issue and went to the emergency room. Customer was treated with a manual injection and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.